Event description:
The event involved a patient who underwent emergent heartware lvad implantation. The patient experienced right heart failure and general deterioration immediately following the implant; sepsis was suspected but no infection source or location was identified. The patient was intubated, mechanically ventilated and sedated. Approximately three weeks after the implantation, as sedation was being interrupted, fixed and dilated pupils were noted; with a diagnosis of hemorrhagic stroke, treatment was withdrawn; the patient expired. Patient¿s mean arterial pressure had been stable; she was in sinus rhythm with intermittent episodes of non-sustained ventricular tachycardia and lvad suction alarms often related to the patient¿s position. No autopsy was performed and the lvad device was not explanted. Investigation is ongoing.

Manufacturer narrative:
The product remains implanted in the patient and is thus not available for analysis. Review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. Review of controller log files confirmed the reported suction events. While the cause that led to the reported event could not be determined, both patient factors and anticoagulation intensity can influence the risk of anticoagulation-related intracranial hemorrhage. Based on a review of the relevant and available information, there is no evidence to suggest that the reported event was related to a device defect. No additional information will be forthcoming.

Manufacturer narrative:
The product remains implanted in the patient, therefore, it will not be returned. Additional information will be submitted within thirty (30) days of receipt.